Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall with consecutive stalled motor alarms, which persisted despite multiple restarts until a guided troubleshooting session was completed, including removing supplies, inspecting the pump chamber for foreign objects, performing a dry run to 120 units, and conducting a full supply change; the patient uses prefilled cartridges and reported no foreign objects, and no further alarms occurred after the supply change. Symptoms included no reported clinical effects. Outcomes included no impact on daily activities and no medical interventions. Investigation included remote troubleshooting, user education, and functional verification via dry run and full supply change. Investigation of this case revealed normal device function after supply replacement and successful motor operation, consistent with a resolved motor stall alarm without identified hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was likely user-related or supply-related and resolved through corrective user actions and component replacement.